Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. During device interrogation, an aborted high voltage shock due to out of range low defibrillation impedance was noted. The patient mentioned that they had felt symptoms of ventricular fibrillation and syncope prior to the visit and felt weak high voltage therapy. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Internal insulation abrasion was noted at 31.2-31.7 cm from the distal tip breaching the right ventricular lumen. The etfe coating was intact at this location. Internal insulation abrasion was noted at 22.2-22.6 and 27.8-29.6 cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of aborted shock therapy and abnormal high voltage lead impedance.